Event description:
It was reported that the doctor was performing a breast biopsy when the unit gave green cable errors. The customer retracted the probe, checked the cabling and the dc motor adapters, then tried a second probe. The customer initialized the second probe and received an add'l error. The doctor performed troubleshooting and managed to take the needed samples and completed the case with no pt consequence. The customer returned the holster and the first probe for analysis.